Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
At time of device upgrade to crtd, it was evident that the svc portion of the rv lead had insulation damage. The physician capped the svc portion to the lead and plugged the svc header. No adverse patient events were reported. Should additional information become available, this file will be updated.